Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, and jaw gap verification tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. No loose or broken wires found. A review of the logs showed no errors. Additional observation not reported by site that is not related to the customer reported complaint was also identified: the vse instrument failed the grip force test. The grip force test result was 9.731 lbs. The instrument was transferred to engineering for further evaluation. The advance failure analysis (afa) confirmed the instrument failed grip force test 3/5 times during the evaluation (the values were all above 8.75 lbs.). A review of the data for this instrument showed that the instrument passed grip force tests during testing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was not working and the cord on the device was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been transferred and evaluated by the failure analysis engineering (fae) team on 27-sep-2023. The initial failure analysis (fa) was confirmed. The instrument failed grip force test three out of five times during advanced failure analysis (the values were all above 8.75 lbs). The issue was discussed with the manufacturing team, and a review of the instrument performance tester (ipt) data for this instrument showed that the instrument passed grip force tests during ipt testing. No relevant information was found in the logs could explain the failed grip force test.

Event description:
Refer to h10/h11 for follow-up information.